Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and, the case for this event.

Event description:
It was reported to boston scientific corporation that during a procedure using a capio suturing device with a gortex suture, the needle detached and became lodged inside the patient. An x-ray showed the bullet was in the left pelvis area. The physician left the bullet inside the patient. The capio cage, which captures the bullet, was noted to be bent so that the middle "teeth" were touching. The procedure was completed with another of the same device, and the patient is reportedly "fine" post-procedure.